Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged product issue occurred on (B)(6) 2011 at 6:00pm. The patient stated that he manages his diabetes with insulin (unknown type and dosage). The following day, (B)(6) 2011 at 8:00am, the patient stated that he took his normal dose of medication and an hour and a half later, claimed to have developed symptoms of being "sweaty and lightheaded" and "feeling unusual". The patient denied receiving any treatment in response to the symptoms. At the time of troubleshooting, the cca determined that there was evidence of misuse. Replacement products were sent to the patient. This complaint is being reported because although the patient denied receiving medical treatment after the alleged issue occurred the patient claimed to have developed symptoms suggestive of a serious injury.